Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the caller reporting that the telemeter was placed over the patient¿s right ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: seizure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was admitted to the hospital for the flu, and put in a room where they were hooked up to a telemeter on their chest that monitored their heart beat/pulse and vitals. The battery was laying about a foot from the patient's body. The nurse came in at night and switched the battery, and put the battery and telemeter in the patient's gown over one of their inss. They felt like they were being electrocuted, and felt like their head was going to explode. They then had a seizure. They were pulled off the wires and telemeter and did not put it back on. It was noted the doctor and nurse indicated they did not think that type of reaction was possible from a telemeter, as the telemeter is a monitoring system that did not provide any output, so they did not think a telemeter could cause that type of issue. No further complications were reported as a result of this event.